Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery had several power switch events. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the d evice in relation to the reported event. The reported event could not be confirmed via log file analysis. Analysis of (B)(4) (the controller in use during the reported event) log files did not reveal premature power switching. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the battery had a high max error. The max error is an indicator of how well the batterys relative state of charge (rsoc) is calibrated. A high max error will cause the battery to flash red on the battery charger. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. Product analysis: it was reported that the battery had several power switch events. Could not be confirmed via log file analysis. The battery passed visual inspection but failed functional testing. The smr (ui: u0.07 pmc: u0.04) controller serial (B)(4) did not log any switching event for (B)(4) within the analyzed period. Additionally, during ti testing, the battery exhibited a high max error with 10% indicative of a unit that is out of calibration. During the controller log file analysis, it was confirmed that the patient usage pattern that is contributing to the battery de calibration. The most likely root cause of the reported event can be attributed to a battery that is out of calibration. If information is provided in the future, a supplemental report will be issued.